Event description:
Note: the date of event is unk. It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure. According to the complainant, the button locking adapter got damaged ten days after placement. The procedure was completed with a different device (device unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.